Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board needs to be replaced to address the issue. Error codes related to the charging of the internal battery were observed. The device's internal battery and power management board need to be replaced to address the issues.